Event description:
A report was received that during a procedure, a contact popped off when the physician tried to insert the paddle lead. Device analysis revealed one contact was dislodged and missing from the paddle lead. It was not known if the missing contact was left inside the patient¿s body.

Manufacturer narrative:
Additional information was received that the missing contacts were explanted from the patient.

Event description:
A report was received that during a procedure, a contact popped off when the physician tried to insert the paddle lead. Device analysis revealed one contact was dislodged and missing from the paddle lead. It was not known if the missing contact was left inside the patient¿s body.

Manufacturer narrative:
Device evaluation indicated that the complaint was confirmed. Visual inspection revealed that electrode # 8 was dislodged from paddle end of the lead. The electrode, however, was still attached to the lead cable. In addition, electrode #16 is dislodged and missing from the paddle. The root cause of the dislodged electrode is unknown.